Event description:
Customer reported the plastic connector to the nurse call outlet is missing and when the nurse call cable is plugged into the outlet, the nurse call is sounding inconsistently to the nurse's station. Customer reported the issue was discovered during use, but could not provide the date of the event. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the alarm and nurse call cable found that when the nurse call cable is plugged into the alarm's nurse call receptacle and is moved, the red led light at the nurse call test fixture toggles on and off. The alarm was tested with an in-house nurse call cable and the same results were found. The nurse call receptacle's black plastic housing is damaged and does not maintain a secure fit when the cable is plugged into the receptacle. There are cracks on the dust covers outside the battery compartment. The nurse call receptacle is damaged. The posey warning label is peeled off of the alarm unit. See MFR report # 2020362-2014-00306 for the nurse call cable. (B)(4).